Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with a fever. The ventricular lead exhibited loss of capture. The lead remained implanted and the patients condition is good.